Manufacturer narrative:
This report is submitted on june 27, 2023.

Event description:
Per the clinic, the patient experienced intermittencies and fluctuating impedances with the device. Troubleshooting attempts were made; however, the issue could not be resolved. It is unknown if there are plans to explant the device and re-implant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on august 14, 2023.